Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump (serial number unknown) was involved in a event in which there was a siphoning affect during a secondary infusion. The customer was using a baxter dehp set (2c8541) as well as non-dehp secondary IV set (2h7462). This event occurred in the pediatrics department during a continuous chemotherapy infusion. The primary infusion was programmed to run at 5ml/hr and the secondary was programmed at 425ml/hr. It is not recommended to a run a secondary infusion with a non-dehp set over 300 ml/hr due to potential siphoning of fluids. A baxter clinician called to follow up with the customer. Best practice for infusion head height and programmed flow rate was discussed. It was also reported there was no patient injury or medical intervention needed as a result of this event. Furthermore, it was reported the pump was tested after reading the spectrum service manual and at this point the pump pulled air through the entire pumping segment without alarming during a test infusion. No further information was provided with regard to this test.